Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized for diabetic ketoacidosis. The caller did not provide the time and date of the hospitalization and did not provide the blood glucose value. The customer did not troubleshoot and did not send the product back for analysis.